Event description:
During a coronary stent procedure, the physician experienced difficulty advancing the stent into the proximal right coronary artery. The stent dislodged during withdrawal and remains in the patient. No attempts at retrieval were made. Patient status is listed as "stable".